Event description:
The customer reported being treated by the paramedics due to low blood glucose of 30mg/dl. The customer was in a vehicle accident and he was driving. Troubleshooting was declined as customer stated that his admission was user error. The customer stated that he was not allowed to return to work until he is onto a glucose sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.